Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. The patient was treated with an intraperitoneal injection of vancomycin (1 gram stat dose) and an injection of amikacin therapy (100 milligrams, once a day and route not reported) for the event of peritonitis. The action taken with dianeal therapy was not reported. Patient outcome for this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.